Manufacturer narrative:
Device kept by hospital.

Manufacturer narrative:
The reason for this revision surgery was to address a patient's shoulder instability after 1.3 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been kept by the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patient's shoulder instability was reported as a failed rotator cuff. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision sugery - due to the patient's rotator cuff failing.